Event description:
Patient reported "rupture". This record is for the left side. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d4, d6a, d6b, g1, g2, h4, h6.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture", "pain asymmetry" and "deformity". This record is for the left side. The device is explanted.